Event description:
The customer reported that they ran a sample and it came up positive for flu a and flu b. Upon retest, the sample was negative for both flu strains. The data profile had an unusual curve. The positive results were reported to the doctor. The product insert was revised to advise the end-user that "after each one store dad discs flat with the numbered foil side up".

Manufacturer narrative:
Investigation determined that carry-over contamination from successive runs can occur if the end-user stores the dad (direct amplification disc) vertically (i.e. On edge). Storage of the dad in any vertical position after initial use has a potential of allowing fluid to travel back through the channels and contaminate other unused wedges. This may result in obtaining false positive results. The product insert warning and precautions section has been revised to include the following item: "after each use store dad discs flat with the numbered foil side up". (B)(4).